Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards (B)(6) registry, a 29mm sapien 3 valve was explanted 2 years and 7 months post implant in the aortic position via the transfemoral approach. A surgical aortic valve was implanted. The reason for the valve explant was not provided at the time of the report.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the explant of the sapien 3 valve 2 years and 7 months post implant. To date, information regarding the patient (medical records and procedure op notes - implant and explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve 2 years and 7 months after implantation is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.